Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2017 the patient was not hearing with the device at all. Audiologist swapped out the external equipment and re-mapped the patient. Patient could hear faintly with new equipment/map but it was not as good as usually. Patient had been ill with an infections and took antibiotics in (B)(6) 2017. No incident of accident or trauma was reported. Another check up visit is scheduled for (B)(6).

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely due to explantation surgery. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The user's performance with the device was good in the beginning but had been recently deteriorating. Since (B)(6) 2017 the user was not hearing with the device at all. No incident of accident or trauma was reported. The user has been re-implanted.